Manufacturer narrative:
The reported problem was investigated via remote application specialist (ras) who established that the nurse states that monitor did not alarm for spo2 desaturation on (B)(6) 2019 around 6:15pm for bed 2250 - k22501. The ras reviewed the central station log files the customer provided and broke it down to the logs between 5:13pm and 6:34 pm for red alarming for bed k22501 with red alarm sounding and silencing occurring. The alarms were triggered correctly, there is no indication of a product malfunction. The customer was instructed by the ras according to the log file review to verify that the red alarms did sound as expected. No device malfunction occurred. The investigation has demonstrated that alarms were provided at the time of the event. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that they need assistance with desat alarming. The monitor did not alarm for spo2 desaturation on (B)(6) 2019 around 6:15pm for bed 2250 - k22501. Resuscitation occurred but the patient died.